Event description:
As reported by the user facility: over infusion. Heparin 25,000 units in 250ml (100units/ml) was being infused. Infusion start time: (B)(6) 2013 1800 - pump was not used prior to this. Infusion end time: (B)(6) 2013 0720 - the bag was empty at this time. Rate: 9ml/hr. No other details available. No pt injuries or complications. MFR #9610825-2013-00345